Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized in the emergency room due to high blood glucose and diabetic ketoacidosis on , (B)(6) 2018 with blood glucose of 523 mg/dl. The current blood glucose level is 89 mg/dl. The customer also reported other blood glucose level such as over 600 mg/dl, over 200 mg/dl, 200 mg/dl. The customer stated that they are on auto mode. The customer experienced symptoms such as vomiting dizziness and double vision and thirsty. The customer was treated with IV fluids and IV insulin. The customer reported that the insulin pump had critical pump error. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.